Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, the right ventricular (rv) lead could not be fully inserted into the device. Multiple insertions and troubleshooting techniques were attempted, but the rv lead could not be fully inserted. As a device issue was suspected, the device was explanted and replaced. The procedure was successfully completed with the replacement device. No adverse patient effects were reported.